Event description:
Leica biosystems rec'd a complaint regarding sub-optimal processing of tissue in approximately 30 blocks, using peloris 11 tissue processor serial number (B)(4). The complainant described the affected tissue samples as "mushy" and transparent. On (B)(4) 2013, leica biosystems rec'd info from the laboratory which indicated that a pancreatic biopsy from each of two (2) pts was not diagnosable. On (B)(4) 2013, leica biosystems rec'd info from the laboratory indicating that re-biopsy of one (1) pt only was required. An identifier and the age/date of birth and sex of the pt were not provided at this time. These details have been sought from the laboratory, and a follow-up report will be submitted if the info is available.

Manufacturer narrative:
Bottles 3 (70% ethanol), 2 (70% ethanol), 5 (ethanol) and 14 (xylene) were each removed from the instrument for approximately two (2) minutes at various times between 09:27am and 09:34am on (B)(4) 2013. This is sufficient time to complete manual replacement of the reagent in each case. The properties each corresponding reagent station were then reset. Resetting a reagent station sets the concentration to the default value configured in the reagent types definitions unless a user enters an alternative value into the instrument software; and resets the number of cassettes processed and the number of cycles and days to zero. The user affirmed that the default concentration was to be set for each reagent in this case. The default concentration is 70% for bottles 3 and 4, and 100% for bottles 5 and 14. Although the user affirmed in the instrument software that the default concentration of 100% was to be set for bottle 5 (ethanol), the variance between the concentration measured using a hydrometer (81%) and that calculated by the instrument software (100%) indicates that replacement of this reagent was not completed correctly. The instrument software uses reagent concentration to schedule reagent stations when scheduling a protocol, and the reagent with the highest concentration is always used for the last step before changing to another reagent group or type. As a consequence, the reagent in bottle 5 (ethanol) was used for the final dehydration step in the runs exhibiting sub-optimal tissue processing. The required minimum final reagent concentration for ethanol is 98%. Using ethanol at less than the minimum concentration required results in re-introduction of water into the tissue, which cannot be displaced in subsequent processing steps and contamination of reagents used in subsequent steps.